Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the q-CPR meter readings are not correct. There was no pt harm related to this issue.